Manufacturer narrative:
Event site name: (B)(6). The serial number for the medical device referred to in this medical device report has not been received, and therefore, no UDI number can be provided. Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported by customer that during use of the intra-aortic balloon, a rapid gas loss alarm occured. Patient was involved, no harm is reported.